Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7070431.

Event description:
It was reported that the patient underwent a revision procedure as the patient was experiencing inadequate stimulation due to lead migration. The leads were repositioned and the patient was doing well post-operatively.